Manufacturer narrative:
On (B)(6) 2023, the field service engineer (fse) cleaned the light pathway and replaced the heat cut filter and lamp. Multiple parts of the instrument were checked, and cells and nozzle drying tips were replaced. On (B)(6) 2023, a new gear head pump was fitted and a vacuum error was identified. On (B)(6) 2023, the fse installed new vacuum pump seals and valves. The rinse station tubing was adjusted. Detergent tubing was replaced as a kink was identified. Detergent lines were cleaned and re-primed. The photometer check and cell blank check were acceptable. The customer ran qc. The customer has not complained of any other issues. The service actions resolved the issue. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the bilt3 (bilirubin total gen.3) assay on a cobas 8000 c 702 module. Patient sample 1, (B)(6) 2023: the sample initially resulted in a bilt3 value of 14 mol/l and repeated as 290 mol/l. Patient sample 2, (B)(6) 2023: the sample initially resulted in a bilt3 value of <3 mol/l, accompanied by a data flag and repeated as 272 mol/l. Patient sample 3, (B)(6) 2023: the sample initially resulted in a bilt3 value of 5 mol/l and repeated as 123 mol/l. Patient sample 4, (B)(6) 2023: the sample initially resulted in a bilt3 value of 9 mol/l and repeated as 270 mol/l. It was asked but it is unknown if questionable results were reported outside of the laboratory. The bilt3 reagent lot was 665081 with an expiration date of 30-apr-2024.

Manufacturer narrative:
The field service engineer performed instrument performance testing. The gear pump head was replaced and the pressure was adapted. Reagent probes were replaced and aligned. The investigation is ongoing.